Event description:
Customer reported that the pump touchscreen was delayed with touch commands. There was no adverse impact to the customer's blood glucose level. The pump could not be repaired or replaced, and further details such as serial numbers or specific event dates were not provided.